Event description:
It was reported the pt experienced a burning sensation at the ins pocket site. The pt stated in three separate incidences, the stimulator had turned on by itself during the middle of the night. The recharge interval has been greatly reduced after each of the incidences. The pt had been charging more than expected, and typically during the night. The device is fully charged when the pt goes to bed and wakes up with 1/4 full. Impedance measurements were in normal ranges. No outcome was reported. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.